Event description:
Additional information received from the patient reported that she had followed up with her healthcare provider. She had 50 percent symptom reduction with additional assistance with "fibercon", but the reported return of symptoms hadn't been resolved following the stimulation adjustment; it was still not at 100 percent, but was about 80 percent.

Event description:
A consumer whose indication for use was gastrointestinal/pelvic floor reported that she had a loss of therapy. She wanted to increase amplitude because she was having more problems now. Patient stated she had interstim for bowel. Her symptoms were intermittent where she would go without a problems and then all of the sudden, it would start up again. The problem seemed to have gotten worse but they seemed to go away when she was out of town. It was indicated that her healthcare provider put her on two ¿ fibercon¿ twice a day because she was having problems with the stimulator. Patient stated ¿the fibercon ¿but now it was getting so bad, as if she was not even taking anything. The therapy was off and patient was instructed to turn it on the day of this call. She then reported feeling stim comfortable in the vagina area. She was not sure how stimulation got turned off and she had never touched her patient programmer (pp) until now. It has been in the box. A couple days later, patient reported she wanted to increase her stimulation again because her symptoms returned about a month ago. She did not feel stimulation at 2.6 and stim was on. She increased stim to 2.9 but still did not feel stim. A poor communication screen was displayed but was resolved during the call.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient therapy stopped helping her that started couple days ago. She called to get assistance increasing stim. Programmer showed ins was on; patient was at 3.0 v on program 2. The patient stated her hcp just implants and has nothing to do with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.